Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 780 mg/dl with high ketones. Cause was not known. Elevated bg was addressed by manual insulin injection. Customer went to the emergency room and was subsequently admitted to the hospital for the elevated bg and ketones. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released 36 hours later.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.